Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall abutting the aorta and lumbar spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava wall abutting the aorta and lumbar spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and six months post filter deployment, the patient presented with chronic abdominal pain. Subsequent computed tomography (CT) revealed that the filter remains in place. Many of the limbs extend beyond the lumen of the inferior vena cava with several abuts the aorta and one abut a lumbar vertebral body with secondary bony changes. Eventually five months later, another computed tomography (CT) revealed that the filter at l3 level, some of the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The filter was tilted to the right with its proximal cone laid on the wall of the inferior vena cava possibly embedded in it. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.